Event description:
It was reported that during a da vinci-assisted surgical procedure, as soon as the customer used the harmonic ace instrument, the white part at the instrument tip melted and powder was blown out. The fragments fell into the patient and were not retrieved. The procedure was completing as planned with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. While the customer was using the instrument for dissecting, the powder fell into the patient and could not be retrieved . No additional surgical procedure was required to remove the fragment. It was unknown what caused the event to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. There was no event of instrument collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient had no injury/harm. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided for review. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This event is being reported because it was alleged that the white part at the harmonic ace instrument tip melted, and the fragments fell inside the patient during a da vinci assisted procedure. The fragments were not retrieved. At this time, it is unknown what caused the event to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "tip was melted and fragments fell." Failure analysis found the primary failure of does not match complaint description to be related to the customer reported complaint. The harmonic ace was placed on the in-house system. The instrument passed recognition and engagement. The clamping arm opened and closed with no issues. The instrument was connected to the in-house harmonic ace generator and no error messages were observed. The instrument passed the energy delivery test. The instrument passed electrical continuity. Upon visual inspection, there were no missing fragments or thermal damage observed. No errors occurred during in-house testing. The root cause of this failure is attributed to non-device related factors. Additional observation not reported by site was that the instrument was found to have discoloration on the blade. The root cause of this failure is attributed to component failure. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(6)) associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on (B)(6) 2022 via system serial# (B)(6). This is a single-use instrument. A review of the procedure log showed the site performed this thyroidectomy surgical procedure on (B)(6) 2022 via system serial# (B)(6). Additional information can be found in the following fields: d9, g3, g6, h2, and h3 corrected information can be found in the following fields: b3 (event date), d4 (lot number and unique identifier), and h4 (device manufacture date) were updated. Failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.